Event description:
It was reported that the patient felt a burning sensation at the implant site. It started a couple of months ago and the patient had been trying to see if it would resolve. The patient turned stimulation off about a month ago and since then they still felt stimulation. The patient confirmed they did turn stimulation off by pushing the therapy off button and the implantable neurostimulator (ins) icon on the screen showed no lightning bolt. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008. Product ID: 3093-33, lot# v073248, implanted: (B)(6) 2008, product type: lead. (B)(4).